Event description:
On 4/17/96 device was implanted. On 8/14/96 the pump was repositioned. On 9/4/96 the device was removed from the pt and a malleable device implanted due to infection. Add'l lot and serial number: bk779 002.